Manufacturer narrative:
Analysis of the implnatable neurostimulator (ins) ((B)(4)) found no significant anomaly.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v670475, implanted: (B)(6) 2011, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3387s-40, lot# v594801, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
The healthcare provider (hcp) reported that the battery was changed because the "implant failed." The patient's indications for use were unknown. The meaning of the implant failing was unknown and there was no patient outcome, so additional information was requested. If additional information is received a supplemental report will be sent.